Manufacturer narrative:
Product ID 748951 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product typ extension product ID 748951 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product typ extension product ID 3998 lot# j0406095v implanted: (B)(6) 2004 explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
It was reported the patient had their device moved from the abdomen to the back due to discomfort at the ins site. The patient was doing well after the surgery. No device problem was reported.